Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they had to charge their ins much more frequently within the last month. Pt used to charge their ins every 6 days and now had to charge every 2 days. Pt's hcp told pt to call to get a rep. Into appointment. Pt mentioned they had tried changing settings on their controller and changed groups, but changing settings and groups did not resolve the issue. The patient was redirected to their healthcare provider to further address the issue. Pt met with their rep yesterday in person and had an x-ray which indicated one of the leads wasn't working and needed to be replaced. Pt noted their controller battery needed to be replaced because their implanted neurostimulator (ins) wouldn't charge and their ins charge frequency. Pt noted they slept on the recharger antenna (rtm) and would be recharging with excellent quality, but when they woke up, their ins battery wouldn't increase and the controller would say recharging excellent. Patient services specialist (pss) confirmed the pt was able to charge their controller battery fully. Pt didn't have their rtm. Pss reviewed with the pt the controller battery wouldn't cause their ins battery to deplete more often. Pt noted their hcp wanted the pt to reach out to a neurosurgeon forthe replacement lead. Pss re-directed the pt to their hcp to further address the issues.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2022-october-03. Pt reported that the wire lead was malfunctioning and that only one of the two leads works. They were told that the remote needed a battery. Pt said they will fix lead but won't be given a new battery. Issue was not yet resolved.